Event description:
During routine inspection performed by our distributor in (B)(4), two small particles were found between the internal and the external blisters. There was no pt injury, as the device never reached any hospital.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No facility number has been assigned to this report. An examination of the complaint device under magnifying glass confirmed the presence of two small fibers (approx. 1 and 2 mm long) between external and internal blisters. These fibers are rigid and are not from organic or textile origin. The identification of the fibers was performed by an outside laboratory using scanning electron microscopy (sem) and x-ray microanalysis. This examination indicated that the fibers were of metallic nature. Inspection of fifty (50) products packed on the same day as the complaint device did not reveal any anomaly. Out of caution, additional inspection of one hundred seventy (170) products from the same lot 10c04 packed on the same week did not reveal any anomaly either. Investigation has shown that due to the nature and composition of the particles, it is highly likely that they were generated during manufacturing of the blisters. A supplier complaint has been opened requesting the blisters supplier to investigate and to propose a corrective action in order to prevent the reoccurrence of such event. Please note that the presence of metallic particles in the packaging is a one-off event. Moreover, these particles are not believed to present a significant safety risk since they are located between internal and external blisters, with no possible contact with the product.